Event description:
It was reported that a battery depletion (bd) alert was recently declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse contacted boston scientific technical services (ts) and was instructed to provide device data for review. However, the data was not provided, and ts was unable to contact the nurse when calling back. Information has been requested regarding the event resolution. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a battery depletion (bd) alert was recently declared by this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse contacted boston scientific technical services (ts) and was instructed to provide device data for review. However, the data was not provided, and ts was unable to contact the nurse when calling back. Recently, this s-ICD was explanted and replaced to resolve the event. No additional adverse patient effects were reported. It was indicated that the patient elected to keep their device, and thus, it is not expected to be returned for analysis.